Event description:
Procedure: lap sigmoid. According to the reporter: the handle was fired with magazine (B)(4) fired without problem. Then it magazine (B)(4) was connected and fired. At firing there was a cracking noise, but fired fine. At pulling back the device and opening/bending the magazine in null position the handle was falling apart in many parts. Some parts fell into abdomen and some on the floor. The parts could be retrieved out of the abdomen. At x-ray no parts could be found in the patient. The second opened instrument was not used. The surgery was extended more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).